Manufacturer narrative:
All of the buttons functioned properly. No damage in the keypad assembly noted. No unlocked lcd keypad connector during our visual inspection. No unexpected numbers scrolling during testing. However, the insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
Customer reported via phone, the number on the insulin pump wouldn't stop scrolling. Customer attempted to resolve issue by removing the battery. Customer's blood glucose was 172 mg/dl. Customer stated he was laying down when issues occurred. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.